Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partially detached clip and leaflet damage requiring surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed medial to the first. After deployment, the posterior leaflet ruptured and the clip was only partially attached to the posterior leaflet and fully attached to the anterior leaflet. The procedure was aborted with the mr remaining at 4 and the patient was sent for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint database identified no similar complaints from the lot. All information was investigated and the reported migration (partial clip movement) appears to be related to patient conditions. A cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation/mitral valve insufficiency and tissue damage/unspecified tissue injury are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.